Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm drain 1 of 4 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: g.1 plant investigation: although a sample return kit was sent, the device was unavailable, and no sample was returned to the manufacturer. The device lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three months immediately preceding the event occurrence. This review included lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. All lots have been sold and distributed. During the product history review of the involved lots it was discovered that one of the reviewed lot numbers had a documented nonconformance related to the same failure as the alleged event. The nonconformance found was due to a leak in the cassette caused by damage to the film. This kind of damage could be caused due to incorrect handling of the product during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and liberty select cycler user guide not to use the product if there is damage found on the cassette. ¿inspect cycler set tubing and cassette film for damage¿. The liberty select cycler user guide warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. The entire lot has been sold and distributed. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The alleged event was confirmed due to the nonconformance. The investigation failed to identify how the failure mode was generated.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm drain 1 of 4 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.